Event description:
It was later reported that the patient was having a catheter revision on (B)(6) 2013.

Manufacturer narrative:
(B)(4).

Event description:
A representative later reported that, when they had revised the pump, the catheter was coiled up and disconnected. The pump was revised, but the catheter was not repaired at that time. On (B)(6) 2013 the rest of the catheter was replaced. The representative stated that the catheter was coiled up like a phone cord up to the catheter connector. The spinal portion looked fine. They stated the patient had extra adipose tissue and believed the patient may have been flipping their pump. It was later reported that the nurse asked the patient over the phone how they were doing, and they were doing well.

Manufacturer narrative:
The proximal segment of the catheter was returned in pieces. Analysis of the catheter revealed a broken catheter body related to user actions. The catheter body had significant twisting that may have affected infusion. The proximal end of segment 2 showed the catheter to be completely collapsed and broken as a result of the extreme twisting that occurred. The collapse at that end, along with some other areas of segment 2, caused an occlusion that could not be broken loose to perform internal decontamination. Therefore a portion of segment 2 was cut away and disposed of since internal decontamination of that catheter portion could not be performed. (B)(4).

Manufacturer narrative:
The prior aware date of 2012-10-29 was reported in error. The correct aware date was 2013-10-29.

Event description:
It was reported the patient¿s pump was flipped. It was noted the flipped pump was suspected, though not confirmed. They were sent to a surgeon for a repositioning of the pump. When opening the pocket, the catheter was broken off of the pump. The pump section of the catheter was revised. A dye study was performed. The patient experienced pain at the device pocket. The patient¿s status at the time of the report was alive with no injury. The medication infused was morphine. It was later reported that the physician had been having difficulty refilling the pump and suspected that it was flipped. When the pocket was opened, the catheter was not connected to the pump. It was broken off. A dye study was attempted at that time to see if the remaining catheter was functioning. The dye study was not successful. They were not able to aspirate the catheter. The physician used a revision pump segment to reconnect the catheter to the pump. The pump was programmed to minimum rate. The patient was waiting on insurance approval to have a catheter revision.

Manufacturer narrative:
Concomitant medical products: product ID 8781, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type: catheter. (B)(4).

Manufacturer narrative:
Concomitant: product ID 8781, serial# (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).

Manufacturer narrative:
The aware date for the information regarding the catheter revision on (B)(6) was (B)(6) 2013 and not (B)(6) 2013.

Manufacturer narrative:
Further investigation of the catheter ((B)(4)) revealed no new information. Analysis of another returned catheter (unknown portion) revealed no significant anomalies. This catheter was incomplete and returned in segments. The catheter passed acceptable testing.